Event description:
Approx 12 wks after catheter placement, during an infusion of chemotherapy, the pt complained of pain. On 10/2/96, the catheter was removed and a slit was noted in the catheter. It was reported that the slit was in the clavicle-first rib "pinch-off" area.